Manufacturer narrative:
The patient weight was not provided. This medwatch report is for the primary system controller. The backup system controller was reported under medwatch MFR report #2916596-2015-02252. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home when the system controller sounded a backup battery fault alarm at midnight on (B)(6) 2015 due to the backup battery expiration. The patient called the implanting center vad hotline and both the vad coordinator and the circulatory support specialist on shift were present on the call. The patient was instructed to silence the alarm by pressing the alarm silence button; which the patient reportedly was unable to achieve despite pressing the alarm silence button. The patient was reportedly stable and asymptomatic, yet very anxious emotionally about the alarm condition. The patient was advised to go to the hospital; however the patient stated that was not possible because the patient lives alone and there was nobody available for transportation assistance. Against advice from the vad coordinator and the circulatory support specialist, the patient proceeded to attempt a system controller exchange. The circulatory support specialist walked the patient through the proper steps. The patient powered on the backup system controller and disconnected the driveline from the primary system controller, at which point the expected continuous audible alarm could be heard over the phone. The patient explained that she connected the driveline to the backup system controller but that it was not turning on. In an attempt to verify the connection, the circulatory support specialist and the vad coordinator requested that the patient read the pump parameters on the system controller display. The patient, at this point, stopped responding verbally and static commotion was heard on the line. Emergency services (ems) was contacted immediately when the patient became unresponsive. When ems arrived it was determined that the patient was unable to make the connection and had expired. No additional information was available.

Manufacturer narrative:
Additional information: the evaluation of the returned backup battery revealed that the backup battery was manufactured on november 20, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. The returned backup battery and system controller were connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met [or did not meet] applicable specifications. No further information was provided. The manufacturer is closing its file on this event.